Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that had a leaking cartridge issue and subsequently experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. The reporter noted that the cartridge had been filled with 100units of insulin and all of it leaked out. Troubleshooting indicated that the cartridges were used appropriately per instructions for use. This complaint is being reported based on the allegation of a cartridge leak.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: visual inspection did not reveal any damages or defects to the cartridge. A fill test was completed with no air bubbles being formed inside the cartridge. The cartridge was cycled normally with no difficulties. A leak test was performed with no failures observed; no leaks were found during testing. The complaint could not be confirmed or duplicated on investigation.